Event description:
In 2005 a surgeon implanted mesh in my abdomen. That mesh has failed and I have developed large bulges on my abdomen. My stomach muscles had been cut and pushed to the sides in the original operation in 2002. The dr. Used the mesh in place of my abdominal muscles. The mesh still protrudes threw the skin in numerous places on my abdomen and will not heal, these areas ooze bodily fluids occasionally and I experience extreme pain in my abdomen depending what I am doing. Diagnosis or reason for use: used to replace abdominal wall.